Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture was received for evaluation by our quality team. Through examination of the picture, a needle was observed attached to a luer lock syringe. No leakage could be observed through the picture provided. As a lot number was unknown, a review of the production history records could not be completed. Based on the available information, a cause related to the needle manufacturing process could not be determined for this incident. We recommend following the instructions for use closely, which are unique in recommending that the user ¿push firmly when attaching the needle to the syringe.¿ when attaching the needle to a luer lock connection, the clinician may feel a stronger resistance; however, this is not preventing a connection from being made, the user may then push while twisting. The user should ensure that the clip is activated. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Description: the needle was firmly screwed onto the pre-filled syringe as usual. However, during the vaccination process, the vaccine did not go into the child through the needle but briefly wetted the skin because the vaccine leaked b/w tip and needle. It seems that due to the high pressure, the vaccine was forced out. The lla wasn't detached or rotating during handling. Used needle: bd eclipse needle, 25 g x 1 tw; 0,5 x 0,25 mm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.